Manufacturer narrative:
Batch review performed on 22 december 2017: lot 141946: (B)(4) items manufactured and released on 20 june 2014; expiration date: 2019-05-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event.

Event description:
The stem distal tip was found out of the foam causing the primary blister breakage. A second implant was used in order to complete the surgery.

Manufacturer narrative:
Visual inspection performed by washing and packaging manager on 27 february 2018. The packaging is scratched. It was concluded that the damage evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the combination of the packaging configuration applied and the shorter stems length as they allow more degrees of freedom for movement within the package.